Event description:
It was reported that a user received a pairing failed alert when attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas, and the issue was resolved after the agent instructed the user restart sensor, after which the sensor paired successfully. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included restoration of normal device function without escalation or clinical impact. User support included remote troubleshooting and education regarding sensor pairing settings. Investigation of this case revealed a transient pairing failure consistent with a configuration or software communication issue between the ilet and the cgm that resolved with troubleshooting, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to temporary communication failure.